Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. During repositioning, the helix of this lead was difficult to extend. Once it was finally extended, there was a loss of sensing, loss of capture, and high out of range impedances of greater than 3000 ohms. The values were observed via a pacing system analyzer. The lead was suspected to be fractured and it was then removed and replaced. No adverse patient effects were reported.